Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Recommended asr revision - left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - recommended asr revision - left hip. Product name: asr xl acetabular system (left). Update - added reason for revision, hospital, surgeon, revision date, and 3 prods. (Cup head and sleeve) taken from claimsuite dated 9th sept 2014. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: recommended asr revision - left hip. Product name: asr xl acetabular system (left) . Update - added reason for revision, hospital, surgeon, revision date, and 3 prods. (Cup head and sleeve) taken from claimsuite dated 9th sept 2014. Reason(s) for revision: alval / soft tissue reaction. Update - added additional reason for revision and expiry dates. Taken from claimsuite dated 15th december 2014 reason(s) for revision: high cobalt/chromium levels.